Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported 1a endoleak was unable to be confirmed due to the lack of relevant medical records and/or imaging available to review. However off- label neck / sizing was identified with records provided. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension. Approximately three (3) years from initial implant, an additional bifurcated stent graft bifurcated stent graft and two (2) suprarenal stent graft extensions were implanted for a previous reported event (2031527-2017-0006). Approximately 1.5 years post the secondary procedure, a type 1a endoleak was reported. The physician elected to implant another suprarenal stent graft extension and three (3) infrarenal stent graft extensions. A small type 1 endoleak was still present however the physician felt no other intervention was possible at that time. The patient is currently being monitored and was reported as stable post intervention.